Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure performed on (B)(6) 2018, it was impossible to remove the screws, which were inserted into the proximal femoral nail antirotation (pfna), as the screws did not tighten once inserted. No adverse event reported. Concomitant device reported: pfna nail (part # unknown, lot # unknown, quantity 1). This report is for unknown quantity of unknown screws. (B)(4).